Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device was discarded by the physician after the procedure.